Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was at the ER with complaints of shocking stimulation sensation in her upper back that travels down their leg. The patient first started feeling this sensation on (B)(6) 2021 and shocking sensation comes and goes. The patient stated that this issue lasted for about 5 minutes on (B)(6) but on the day of report it had lasted for about 2 hours. The patient had the system for arm pain with lead in the cervical area and the ins in the left flank area. The patients programmer showed that stimulation was off but that did not address the shocking sensation. The patient did not have a history of back or leg pain. There were no falls or accident. The shocking sensation did not feel like the patient's regular stimulation. Additional information received reported that imaging showed that there were no issues. Impedances were fine. It was still unclear if it was the device. The device was shut off until (B)(6) and the manufacturing representative would see the patient again and see if they were still being shocked at that time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep saw the patient in the clinic on (B)(6) 2021. They were able to turn the device on with the rep's clinician tablet and the device worked well. The patient would be getting a new patient programmer.